Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.9, lab: 6.2, quest: 6.3. "Caller alleged imprecision with inratio meter.

Manufacturer narrative:
Investigation pending.